Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it could not be interrogated and the device was emitting a constant tone.